Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
UDI = (B)(4); as of this report, the device has not been returned. Should the device get returned, it will be analyzed. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient developed bleeding at the implant surgical site status-post subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The patient has a medical history of atrial fibrillation (af), hypertension, congestive heart failure, sepsis and recent fall. The patient presented to the hospital with moderate bleeding from the surgical site. Cultures tested positive for staphylococcus aureus and the patient had an elevated temperature. Medication was administered and the s-ICD system was scheduled for explant. A boston scientific field representative was contacted to interrogate the device since it was going to be explanted for infection upon reviewing device data, an untreated event was noted due to oversensing and wandering baseline. Boston scientific technical services (ts) was contacted and discussed the possible reasons for this (i.e., sternal wire, connection-related, or air) and provided troubleshooting recommendations for these types of situations. The s-ICD system has since been explanted. No additional adverse patient effects were reported.